Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0vrbh, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw an ¿additional image with low battery¿. They stated that the other battery which they commonly was full. The patient had never seen this image before but they mentioned someone telling them that they would have to go in for surgery to change the internal battery. Additional information received from the patient on (B)(6) 2018 who reported an elective replacement indicator (eri) or low ins battery icon; information was reviewed. During the call, the patient was able to bypass and adjust stimulation; stimulation was decreased from 6.4v to 6.1v. Patient said they contacted the healthcare provider (hcp) office after sending an email, but the office didn't get back to the patient so they will call them again. During the call, the patient noticed they can feel one of the wires more so than before. They also reported having a metal taste in their mouth. They further reported having trouble walking/twinges on sciatica nerve, central location, not one side more than the other, pink urine/change in urine color, blood in stool, fingers on right hand (especially the finger tips) are numb, and bladder spasms; one of the reasons for implant was their bladder is spasmodic. Patient received a call back from the hcp office and was told their next appointment is (B)(6) 2018. As a result of what was reported, the patient was redirected to their hcp. No further patient complications have been reported as a result of this event.